Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twenty-five days ago. The aneurysm size is unknown. The patient's anatomy was straight forward case. The stent grafts were implanted without issue. It was reported that the patient presented with claudication and numbness in the lower extremity. The occlusion started at the distal edge of the contralateral iliac limb. Oversizing was approximately 20% in this area. The oversizing of the iliac limb was 10%. The native vessel had a visible compression due to a dissection in that area. The area in question was ballooned with both a compliant (reliant) and non-compliant (armada 9x40mm) balloon. Ivus was conducted to evaluate final lumen diameter. At that point, ivus was showing a 9x12mm lumen. The physician elected to treat the patient with three atrium stents (covered balloon expandable stents) within the bifurcate stent graft and the contralateral limb. The occlusion was resolved. There was no apparent kinking, but there was some circumferential compression of the stent graft and there was thrombosis within the stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (stent graft compression due to pre-operative dissection), device failure/lack of effectiveness related to patient condition (stent graft compression due to pre-operative dissection).